Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading the cartridge onto the pump resulting in an empty cartridge alarm occurring earlier than expected. Blood glucose level was 120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.